Event description:
It was reported that they were trying to initiate therapy using an arctic sun device, but the device was not priming. They were getting alert 01 (patient line open). They have checked connections, confirmed there were no kinks, and verified the reservoir was full. Stopped therapy. Emptied and disconnected pads. Started manual mode. Water flow rate 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage. Pump hours were 5872.5 and system hours were 6350.9. Confirmed the fluid delivery line (fdl) was fully secured and there was no visible damaged. Asked nurse to send device to biomed labeled with no flow. Per follow up information received via task on 21nov2025, this device would not fill. During filling with circulation pump command (cpc) was 100 percentage, the inlet pressure (ip) was less that -1.0 psi. After having check the fluid delivery line (fdl) for damage, they discussed this was likely a failed circulation pump. Per sample evaluation results received via task on 17dec2025, it was reported that the tank seals found to be cracked and the circulation pump motor binding.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. During decontamination, there was no suction, installed test circulation pump. (Arctic sun 5000) no error code observed. Circulation pump was serviced. Device underwent 2000-hr pm program. The power cord provided with the device which did not fit properly against the rear panel and would not accept a strain relief. Tank seals were found to be cracked. Circulation pump motor was binding. This included the servicing of the mixing pump, replacing heater with lot, replacing both manifold o-rings, replacing the drain valves, and replacement of the double bend tube and the chiller evaporator outlet tube. A factory power cord was installed in place of the power cord provided with the device which did not fit properly against the rear panel and would not accept a strain relief. The customers power cord is being returned separately. All tank seals were replaced. Circulation pump motor was replaced. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore, the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy using an arctic sun device, but the device was not priming. They were getting alert 01 (patient line open). They have checked connections, confirmed there were no kinks, and verified the reservoir was full. Stopped therapy. Emptied and disconnected pads. Started manual mode. Water flow rate 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage. Pump hours were 5872.5 and system hours were 6350.9. Confirmed the fluid delivery line (fdl) was fully secured and there was no visible damaged. Asked nurse to send device to biomed labeled with no flow.